Event description:
Medtronic cardiovascular received info that this u-clip cartridge broke when the reusable delivery device (udd5) was being withdrawn through the robot port through which it was inserted. A small piece of plastic broke off and could not be found. The robot procedure turned into an open chest surgery, and the plastic was retrieved by the physician. At the same time, a scrub nurse was preparing a second u-clip cartridge, and that one broke while trying to attach the cartridge to the udd5 outside of the body.

Manufacturer narrative:
(B) (4): evaluation: device history reviewed has not been completed yet, and no product has been returned. Result: device history reviewed has not been completed yet and no product has been returned. Analysis: this device has not been returned for laboratory analysis. Should add'l info be provided, this event will be updated and a supplemental report filed. Conclusion: with the available info, a cause for this event cannot be determined.